Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip ntw, while establishing final arm angle (efaa), while going from a neutral knob position, the clip was closed at 20 degrees and locked, but continued to open. Therefore, the mitraclip ntw was not used and replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open during efaa) could not be confirmed via returned device analysis. Additionally, the actuator coupler was observed to be corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, a cause of the reported unintended movement (clip open during efaa) could not be determined as the issue was not identified in device analysis. The observed corrosion on the actuator coupler appears to be related to post-procedural environmental conditions as high salinity and humidity remained in the device could induce corrosion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.